Event description:
On (B)(6) 2012, the reporter contacted animas and stated when trying to bolus, the keypad buttons were unresponsive. The reporter stated that for the past month, the bolus button started to come off and had "tucked" it back onto the pump. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad was reportedly intact. The patient reportedly wore the pump in a pump's skin on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the complaint regarding the unresponsive keypad buttons was not duplicated: all keys are responsive. The keypad is intact with no evidence of peeling or damage. The keypad was removed to to check for contamination which was found under up/down/contrast/ok key contacts. Additionally. The bolus button missing and inoperable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.